Event description:
It was reported that there was a labeling error on the packaging of "dufour" probes (red latex foley catheter). External packaging stated dufour, labeling of the primary packaging indicated "delinotte".

Manufacturer narrative:
The reported event was confirmed as project execution error. The pouch print artwork was printed as ¿delinotte¿ instead of dufour. The error was unintentionally happened during the internal artwork file change at the packaging printing machine during UDI EU project execution. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard urological catheter warning: do not use ointments or lubricants having a petroleum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml if sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon. Gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a labeling error on the packaging of "dufour" probes (red latex foley catheter). External packaging stated dufour, labeling of the primary packaging indicated "delinotte".